Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the tray had been punctured was confirmed, but the cause of damage could not be determined based on the complaint sample. One empty tray from a groshong PICC kit was returned for investigation. The tyvek lid had been completely removed from the tray and none of the components were returned for investigation. A 4mm breach was observed in the tray at the end of the scalpel compartment. A microscopic examination of the breach revealed a jagged edge. The tray was punctured with a scalpel in another location. The edge of the replicated damage was cleaner and the puncture site exhibited a striated and smooth surface. Since the external poly bag was not returned, it was unknown if the outer sterile barrier was breached. Due to the recessed puncture location, it is not likely that the poly bag was damaged. The damage was confirmed, but since the scalpel was not returned and since the damage appeared different than a replicated scalpel puncture, the cause was unknown. The tray was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of "scalpel had punctured the plastic tray" was confirmed, according to the photo evaluation the damage could not be determined based on the photo sample because only was observed an empty tray of a groshong PICC kit and since no other components were observed, due to that it is impossible to determine that the damage was produced during the sealing process. The cause of this condition is unknown. A lot history review (lhr) of rebx0757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0757) have been reported from the same (B)(6) facility.

Event description:
It was reported that when they opened two PICC trays, the scalpel was allegedly exposed, not in its plastic sheath, and the scalpel had punctured the plastic tray. Package was still sterile, but this was a safety risk to the nursing staff and device was not used. This reported addresses device one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0757) have been reported from the same (B)(6) facility.

Event description:
It was reported that when they opened two PICC trays, the scalpel was allegedly exposed, not in its plastic sheath, and the scalpel had punctured the plastic tray. Package was still sterile, but this was a safety risk to the nursing staff and device was not used. This reported addresses device one.